Event description:
Patient reported that she was able to receive saturday am dose, however when she plugged in the nebulizer for saturday pm dose, the nebulizer quit working, and that she was in need of a new one. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.